Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with large air bubbles in their reservoirs. The customer's blood glucose level was 236mg/dl. Troubleshoot was conducted. The customer was able to remove the large air bubble. No further assistance was provided at this time.